Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump fell down and the screen began to display red steaks and turned white. Customer stated that the back portion of the belt clip broke off causing the pump to fall from his pants to the pavement. Customer stated that the liquid crystal display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.